Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose rose to 21 mmol/l (378 mg/dl) while wearing the pod for less than 1 hour, on the infusion site (unspecified). It was reported that the cannula inserted into the skin and the pink slide did not move forward, indicating a needle mechanism failure.